Event description:
It was reported that the rate on the external pulse generator was unable to be changed. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Battery contacts are compressed. The ring is bent. Lcd (liquid crystal display) is out of specification (bleeding). Battery drawer is out of specification (latch worn). Battery release and lead flex cover are contaminated. Upper and lower cases and two side bail covers are broken.